Event description:
A 3.5mm x 12mm nc sprinter rx dilatation balloon catheter was inserted to post-dilate a driver stent. The lesion morphology was non-tortuous with no calcification and 90% stenosis. It was reported that the physician performed ivus study after the driver stent was deployed; it was noted that the stent was not fully dilated. The nc sprinter balloon was advanced into the drive stent and inflated to 14 atmospheres; the balloon burst on first inflation. The balloon was successfully removed from the pt. Ivus study was performed and there were no abnormalities on stent strut and no calcification in proximal/distal side of the point where the balloon was inflated. A second nc sprinter 4.0 mm x 12mm nc balloon was used to successfully complete post-dilatation of the stent. It was reported that the device was inspected prior to use and no abnormalities were noted. No clinical sequelae were reported and there was no injury to the pt. Evaluation summary: medtronic has received the device and its analysis has been completed. There were two small black particles in the distal balloon near the balloon cone. Negative purge confirmed the presence of a leak on the device. A short longitudinal tear was located on the distal cone of the balloon. The leak appeared to be located on the inside of the fold, indicating that the balloon was inflated when the tear occurred. Please note that this device (lot number 0000560764) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
(90% stenosis).